Event description:
Customer reports that the maxfast posting patient saturation at 100%, blood gas results show patient in low 90s. Patient presented with diagnosis of decreased loc. No medical intervention required.

Manufacturer narrative:
(B)(4). Based on the investigation results, it was concluded that the fault mode reported by the customer could not be duplicated or confirmed, the returned sample passed all functional tests required for this product.

Manufacturer narrative:
(B)(4). Pending receipt of sample for analysis. If sample is received a summary of the investigation will be provided in a supplemental report. Instructions for use: -the forehead spo2 sensor may be reused on the same patient. The sensor may be used on the same site, just above the left or right eyebrow, for a maximum of 12 hours, provided the site is inspected routinely to ensure skin integrity, correct positioning, and adhesion of the sensor. Because individual skin condition affects the ability of the skin to tolerate sensor placement, it may be necessary to change the sensor site more frequently with some patients. Warnings: -deeply pigmented skin, intravascular dyes or externally applied coloring (such as dye or pigmented cream) may lead to inaccurate measurements. -oxygen saturation readings may be inaccurate (e.g., a mixture of arterial and venous values) due to venous pooling and/or pulsation: a. For patients in a prone or trendelenburg¿s position (head lower than the heart), b. In the presence of tricuspid regurgitation, congenital heart defects, abdominal insufflation, or other conditions that result in elevated central venous pressure. Precautions: -while the forehead spo2 sensor is designed to reduce the effects of ambient light, excessive light might cause inaccurate measurements.